Event description:
The initial reporter received questionable elecsys ft3 iii ver.2 results from one patient sample tested on the cobas 8000 core unit. The date of blood sampling was used as the date of the event. The reporter stated that there was a discrepancy between the ft3 assay result and the patient's clinical condition. The customer alleged that the "thyroid data balance" was suspected as false low results. The patient sample was then sent to an investigation laboratory that uses a cobas e 801 module and an outsourced laboratory that uses an abbott architect analyzer with an unknown laboratory method. On (B)(6)2023, the initial result from the analyzer was 1.46 pg/ml. The first repeat result from the analyzer was 1.47 pg/ml (reference range: 2.3-4.0 pg/ml). On (B)(6)2023, the second repeat result from the investigation laboratory's e 801 module was 1.66 pg/ml (reference range: 2.3-4.0 pg/ml). The patient's t3 result from the investigation laboratory's e 801 module was 0.457 ng/ml (reference range: 0.80-1.60 ng/ml). On (B)(6)2023, the third repeat result from the outsourced laboratory's abbott architect analyzer was 1.88 pg/ml (reference range: 1.68-3.67 pg/ml).

Manufacturer narrative:
The serial number of the customer's cobas 8000 core unit is (B)(6). The investigation determined that for the differences in the ft3 values generated with the different analyzers, it needs to be taken into account that assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used, differences in reference materials/methods, and the standardization methodology used. Product labeling states "for diagnostic purposes, the results should always be assessed in conjunction with the patient¿s medical history, clinical examination and other findings." The investigation did not identify a product problem.